Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Functional testing and pressure testing confirmed a leak in the silicone segment near the upper fitment. The cause of the leak was a pinhole tear near the upper fitment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that they hung miv to piggyback antibiotic. When the rn went back into the room there was a puddle on the floor. The silicone pumping segment was noted to have a hole and leaked. There was no patient harm.